Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 180mmh2o. The valve was visually inspected, no defects were noted. The catheters were visually inspected, no defects noted, the peritoneal catheter was tied off in 2 places. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusions were noted. The valve was dried. The valve and catheters were leak tested, no leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3842 with lot cplcz8, conformed to the specifications when released to stock in 29th october 2013. No root cause could be determined as the valve functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a patient. Doi is unknown. The initial setting pressure was 200mmh2o. Since ventricular reduction due to over drainage was noted after implantation, the device was removed and third ventriculostomy was performed on (B)(6), 2015. The patient is currently being followed.